Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-26742. It was reported the patient was experiencing fluid oozing from the ipg and lead implant sites. The patient notified the physician and it was suggested that she use cotton gauze to keep the site clean. Follow up info identified the surgeon cleaned wounds and redressed both the wounds with steri strips. An oral antibiotic was prescribed and the patient was referred to an infectious disease physician for possible blood work. It was determined the patient has a surface infection and is not related to the scs system but a possible tegaderm allergy. The blood work did not show any infection. Both incisions are oozing and painful. The patient remains on oral antibiotics. The patient was unable to see the infectious disease physician, however, she did see a wound care physician. The patient was hospitalized and underwent a wound debridement procedure and currently has a wound pump. Further surgical intervention is pending to address the suspected infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and the sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.